Event description:
Medtronic received a report that an axium coil had already detached. After tearing open the package, the coil could not be pushed into the microcatheter for embolization. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right internal carotid m3 segment aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 8.2 mm, neck diameter 3.7 mm. The patient¿s vessel tortuosity was minimal and blood flow was normal. After pushing the microcatheter in place, the detachable spring coil was firstly selected for forming hoop. After tearing open the package, it was found that the spring coil had already detached and could not be pushed into the microcatheter for embolization. The device was replaced and the subsequent surgery went smoothly. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil or attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. Continuous flush was not administered during the procedure. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the cause of the premature coil detachment was not determined. Normal operation was performed prior to the observation that the coil had prematurely detached.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of qc-7-30-3d, lotno:226008921 visual inspection/damage location details: the actuator interface, positive load indicator and coupler tube were found to be intact. This is indicative mechanical method detachment was not attempted. The axium prime coil pushwire was found to be broken but retained by release wire at break indicator. The coin was found to be not against the lumen stop. The implant coil was already detached and returned. The implant coil was found to be damaged within introducer sheath. The implant coil was unable to be pushed out from the introducer sheath for further analysis as it was found to be stuck. No other anomalies were observed. Conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium prime was returned with the implant already detached; however, the cause could not be determined. Since the implant coil and included detach element were not returned for analysis, any contributing factors could not be determined. A possible cause for premature detachment is the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. The customer reported preparing device per IFU (instructions for use). It is likely removal from introducer sheath for preparation contributed to the pushwire damaged (broken at break indicator) which may have detached the implant coil. Based on the device analysis and reported information, the customer¿s report of ¿prod damage/deformed out of pkg¿ was confirmed as the pushwire was found to be returned damaged, not secured within the rubber stopper and without the dispenser clip. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.